Event description:
It was reported that when the device was used during a laparoscopic nephrectomy, there was bleeding (amount not available). Case was completed by the surgeon overstitching to control the bleeding. Consequence to pt is unknown.